Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It as reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation a screen indicating a device anomaly was displayed. Boston scientific technical services (ts) discussed possible causes of displayed messages, however the specific message was needed for further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no device anomaly, but rather the programmer software required updating in order to interrogate the device. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It as reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation a screen indicating a device anomaly was displayed. Boston scientific technical services (ts) discussed possible causes of displayed messages, however the specific message was needed for further troubleshooting. No adverse patient effects were reported.